Manufacturer narrative:
(B)(4).

Event description:
Nurse contacted dexcom on behalf of the patient's mother on (B)(6) 2016 to report that on (B)(6) 2016, the patient 's receiver is not alarming when it is powered on. No additional patient or event information is available.